Manufacturer narrative:
(B)(4). Returned test strips produced lo readings. Black chemistry observed. Most likely root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Reviewed the recent blood results in the meter memory: (B)(6) 2014 - 12:41pm, lo; 11/30/2014- 12:14pm, lo; (B)(6) 2014- 11:58am, lo; (B)(6) 2014- 1:44am, lo; (B)(6) 2014- 1:43am. Lo. (B)(6) 2014- 11:58am 146mg/dl; (B)(6) 2014- 11:27am 135mg/dl. Performed blood glucose test, lo. No adverse event reported.